Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that this device magnet rate showed 6 months remaining, and has been at that reading for more than 6 months. Bsc technical services was consulted and stated that the reading will go to elective replacement indicator first not to end of life, then there will be a 90 day window in which to replace the device. To date, there have been no adverse patient effects reported.